Manufacturer narrative:
G4:20jan2021; b4:08feb2021. The authorized service engineer (ase) shows that the complaint was confirmed. Getting the following spi bus error codes on startup: found disconnected da pcba to mc pcba cable. After the cable was connected, error codes were resolved. Passed all performance assurance (pa) tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11jan2021.

Event description:
The customer reported that the unit is displaying data acquisition board diagnostic codes. The customer contacted product support and requested for service repair. The unit was sent to bench for repair. The customer reported that the unit was not in use on a patient.